Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states, the locking gas cylinders have failed. He states both the left and right casters will not return to the ground when going over a ramp.